Event description:
It was reported that while this patient was admitted to the hospital, three shocks were noted from this device. Because the device was not actively monitored, remote data was unavailable and it is unknown if these shocks were appropriate. The patient also refused device interrogation and requested transfer to a different hospital. The patient was sent to palliative care and the device therapies were programmed off at the new facility to resolve the event. No additional adverse effects were reported and the system remains implanted.